Manufacturer narrative:
The device was received for evaluation. The visual inspection with the naked eye of the product showed no defects. A leak test of the dialysate side was performed and no leak was observed. The reported condition was not verified. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately ten minutes into treatment with a polyflux 140h, an external dialysate leak from arterial header was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.